Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's blood glucose (bg) was over 240 mg/dl and a correction bolus was delivered to address the bg level. The customer's healthcare provider increased the pump's basal setting and decreased the correction factor. Tandem technical support assisted the contact with making these changes.